Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was still leaking and had to wear pads. The patient stated that she was getting 50% or more relief. Troubleshooting attempts were made and the patient programmer showed stimulation was on p2 at 1.9v. The patient confirmed feeling stimulation in the correct area and was redirected to their health care professional. It was reported the patient had a return of urgency and it was not related to the positional movements. The patient noted that prior to the call they had tried to adjust settings. The patient stated they were tested for a urinary tract infection (uti). The patient synced with the patient programmer and it showed the stimulation was on. The patient stated they were diagnosed with a uti and just started treatment for it a couple of days prior to the call on (B)(6). The patient was going to complete treatment for the uti and then once the clear of the infection they would consider increasing the setting. The patient noted they had a return of urgency about a week prior to the call on (B)(6). There were no further complications that have been reported as a result of this event.